Event description:
It was reported that the patient could not feel the leg after an hour from a paddle implant procedure. It was also noted that patient ended up having an epidural hematoma. The physician removed the paddle lead and get rid of the hematoma. The physician placed the paddle back on the same spot and patient was doing well post operatively.